Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter removed the pod and realized the needle never inserted the cannula into the infusion site. There was also blood noted on her skin where the cannula should have been.